Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2 (influenza a/b negative). The same samples were retested on 3 devices (details unknown) which yielded a negative result for all targets. New samples were collected and tested on a separate cobas liat which yielded a negative result for all targets. The negative results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. Data containing the alleged samples were not provided, therefore, the root cause could not be identified. Possible causal factors may be sample processing related. Overall, discrepant results can occur for a variety of reasons. Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Without sample identifying information, the root cause of the discrepant results could not be identified.